Event description:
While peforming an incoming eval of the device, the breath rate was found to be out of specification. The service technician inspected the device and replaced the thumbwheel switch. The unit passed extended testing. This report is not an admission by co this device caused or contributed to the event alleged in this report.